Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported there was intermittent tracking issues using the flat panel emitter. Intermittent tracking occurred with the curved suction and the straight suction. Swapped to side emitter and continued case. Nipt value .67. There was a delay to the procedure of less than one hour. There was no impact to patient outcome.